Manufacturer narrative:
Philips service replaced the kvma control unit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the kvma control unit failed, causing inability to adjust x-ray tube on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.